Event description:
A hospital reported that a pt experienced light anesthesia during a case. There was no reported pt injury. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Pt data is not available.